Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to uninstall the g5 app, and have the bluetooth on the smart device to forget the transmitter, reinstall and set up the g5 app which was successful. No additional patient or event information is available.